Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. As the device was not returned a thorough product evaluation could not be carried out. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have been unable to identify a root cause or confirm a relationship between the event and the device on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient contacted the hcp to state that his pico 7 had all the lights illuminated, even when the 7 days were not over. There was no back up available and no patient harm was reported. No further information is available.